Event description:
It was reported when using an unknown bd vacutainer® blood collection tube customer reports an inconsistencies in their results. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there are inconsistencies in their results.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using an unknown bd vacutainer® blood collection tube customer reports an inconsistencies in their results. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there are inconsistencies in their results.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd did not receive a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.